Event description:
The facility reports finding a cracked luer connector on the arterial bloodline monitor line. This allowed air to enter the extracorporeal circuit and resulted in discarding of the blood in the circuit. Estimated blood loss = 200cc. No patient injury or need for medical intervention is reported. MDR is filed for reported blood loss.